Manufacturer narrative:
Through service, the technician noted that the handpiece exhibited run-on when placed on the data logger. Upon disassembly, the technician found the trigger magnet to be out of the trigger shaft and stuck to e-box, which occurred due to a dymax adhesive failure. The trigger assembly was replaced along with other preventative maintenance.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.